Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that during a brevera procedure on (B)(6) 2023, during the procedure there was a noise and when the tray with the samples were removed , small pieces of metal could be seen in the image. The physician checked and no metal before or after the biopsy was observed in the breast of the patient. No patient harm was reported and no medical intervention was required. A photography of the needle was provided by the customer in which a area of damage could be observed. Needle is pending to be returned. No other information is available.